Event description:
The manufacturer received information alleging a ventilator was alarming and auto cycling. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the blower assembly was observed (leaking due to missing screw). The device's blower cap screw was replaced to address the issue. The device had evidence of tampering.